Event description:
Information received indicates the head section will not rise past 30 degrees.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.